Event description:
(B)(4) received notification from a healthcare professional of a event that occurred following implantation of a superflex aspheric 920h iol. The healthcare professional reports that the pt is suffering with anterior capsular contraction syndrome (accs) post-operatively. For further info please refer to (B)(4) MDR 9611165-2014-00075. The healthcare professional notified the (B)(4) sales specialist that he believed that the phaco machine utilized may be somewhat implicated. The healthcare professional explained that after lens implantation, he had found that nuclear material was still present in the eye and hadn't been broken down by the phaco machine. Material left within the eye could potentially trigger lens epithelial growth therefore contributing to accs. Accs has been associated with multiple entities. Most common is a small diameter capsulorhexis. Zonular weakness, chronic intraocular inflammation, uveitis, pseudoexfoliation syndrome, retinitis pigmentosa, advanced age, diabetes mellitus, behcet's syndrome, myotonic muscular dystrophy, and high myopia, are known risk factors.